Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 10 events were reported for this quarter. Product return status: 10 devices were received. Evaluation status: confirmed. 4 reported events were confirmed during testing. 3 devices were found to be affected by worn components. 1 device was found to be affected by an e-box failure. Not confirmed: 4 reported events were not confirmed during testing; however: 1 device was found to be affected by corrosion. 1 device was found to be affected by an e-box failure. 2 reported events were not confirmed during testing. In progress: 2 device evaluations are in progress. Additional information: 10 devices were not labeled for single-use. 10 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 10 </noe> malfunction events in which the device reportedly overheated. 9 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 10 previously reported events are included in this follow-up record. Product return status: 10 devices were received. Event confirmation status: 6 reported events were confirmed; the cause traced to component failure. 4 reported events were not confirmed. Evaluation results: 5 devices were found to be affected by worn internal components. 2 devices were found to be affected by electrical component failure. 1 device was found to be affected by internal component corrosion. 2 devices had no device problem found.

Event description:
This report summarizes <noe> 10 </noe> malfunction events in which the device reportedly overheated. 9 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.